Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient lost a tooth while an invisalign product was being used.

Event description:
The patient reported tooth pain, bone loss, fissure, tooth mobility (unspecified class), tooth necrosis, and extraction of tooth # 15 (upper left 2nd molar). The patient reported visiting the treating doctor for weekly check-ups, and during one of the check-ups tooth # 15 was found to be necrotic, and was extracted. The patient reported being prescribed ketorolac trometamol (anti-inflammatory) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently getting better.